Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a injection gold probe device was used during an upper gastrointestinal hemostasis procedure performed during the week of early 2007 (male patient; age and weight are unknown). According to the complainant, the needle didn't retract on the fourth attempt during the procedure. The first three times, it retracted as it was suppose to. The patient went to surgery. The nurse in the procedure with the md didn't believe that the patient went into surgery due to the device failure. They believed the patient would have gone to surgery anyway. There was no further details available on the condition of the patient.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.